Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, it was reported that the pediatric patient experienced an adverse event which led to the patient being hospitalized. There was no information about the malfunction nor the medical intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data analysis confirmed the allegation of an unspecified issue. The probable cause was determined to be signal loss under one hour. The product performed within specification. Complaint allegation falls within the expected performance. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.